Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the ventilator delivered too much oxygen. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
Date of report: 09/24/2018. Date of MFR: 06/19/2018. Reporter¿s first name: (B)(6). The field service engineer (fse) found excess air and water intake in the respiratory circuit alarm. The reported problem was confirmed. The unit was repaired after reconnection of the breathing circuit and the wetting tank. The ventilator was returned to full functionality.